Manufacturer narrative:
Block b3: exact date unknown, event occurred five years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 23327513. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) was ineffective for pain management. All device components were explanted and not returned. The patient was doing well postoperatively.